Event description:
It was reported by the nephrology dept that the catheter lumens split between the exit site and the hub. The pt developed a bacteremia. The catheter was removed and the pt was treated with antibiotics.